Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that pre-use check was being ran, they were able to do the o2 calibration and it passed. After that the unit was "alarming" but not sure why or if there was an error code etc. Found that we have no history of a pm. No patient involvement.